Event description:
In 2005, during a medical emergency team (met) call, the patient required full airway support as the patient was in a cardiac arrest situation. The nurse involved in the met advised that the first bag was removed from the sealed bag prior to use and was trying to maintain the patient airway and provide breathing support it was not possible to gain air entry due to a small split in the yellow bag at the ring area near the mask. The bag is routinely situated on the emergency trolly in the medical ward and it is not opened prior to use and this is in the status it is supplied in. A second bag was then obtained and it was found to have no mask in the bag. This bag had not been previously opened. Both the bags were new. The patient did not survive.